Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump was beeping in the middle of the night. Advised customer that temporary basals or basal patterns will beep a few times per hour. The customer then mentioned that they were using up a lot of insulin while doing an infusion set change as the insulin pump would alarm no delivery while priming. The customer stated that past events were resolved by an infusion set change. Advised customer to check for moisture between the reservoir and infusion set to ensure that the connection was secure. Advised to call back if the issue persisted. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.